Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203, f2201. Article citation: keane, grace c et al. ¿the evaluation of the delayed swollen breast in patients with a history of breast implants.¿ frontiers in oncology vol. 13 1174173. (B)(6) 2023, doi:10.3389/fonc.2023.1174173. The events of seroma, lymphoma-alcl, and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl that included pain, unilateral swelling, and "turbid, viscous fluid collection."

Event description:
Through journal article titled "the evaluation of delayed swollen breast in patients with a history of breast implants", healthcare professional reports 1,355 cases of bia-alcl that included pain, unilateral swelling, and "turbid, viscous fluid collection." This will represent the 106 patient that died. Histopathological markers, cd30 positive and alk negative, are reported and specific. The following markers were noted: cd30 +, alk -, cd43 , cd4 , cd3 , cd8 , cd1a -, tdt -, cyclin d1-. The manufacturer of the devices are unknown. The side of devices is unknown. Treatment: total capsulectomy, implant removal, and extracapsular mass resection.